Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had an emergency room visit on (B)(6) 2016 with blood glucose of 86 mg/dl. Customer had symptom of stomach ache. Customer was sent home due to not finding a reason for stomach ache. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, it was found that there were air bubbles in infusion tube. Customer was assisted in clearing air bubbles. No alarms were received. Diabetic consultant in the emergency room reported that insulin pump was delivering bolus but not basal. Customer was advised to call back in order to fully troubleshoot.